Event description:
It was reported that during surgery, the tip of the impactor did broke during impaction. The broken piece was picked up from the patient body. The procedure was no delayed. There was no need to use a backup to complete the surgery. The procedure was completed satisfactorily.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the posterior impactor arm was missing and appeared to have been modified. The arm cover was also missing the section that covers the modified tip. The device was manufactured in 2012 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.